Manufacturer narrative:
The full name of the initial reporter is (B)(6). The full name of the event site is (B)(6). Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs300 intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit is constantly leaking in the circuit. No patient harm, serious injury or adverse event was reported.